Event description:
Rptr purchased 2nd skin non-stick moist burn pads to use on a burn on their left hand. Rptr purchased it specifically because it was non-stick and claimed to soothe the pain & protect the burn. Rptr applied 1 pad to the area & as instructed, covered it with a stretch gauze! Later that day (approx 8-10 hrs later) while removing the gauze rptr noticed that it was stuck like glue to the burn. Rptr tried to remove it slowly, as the pain was excruciating. The product not only stuck to their burn but also removed skin layers & exposed the fatty layer of skin. As a result, rptr has increased pain, suceptibility to infection & impaired wound healing.